Event description:
It was reported that the programmer would not fully boot the main screen. A service diskette was requested to clear the error. If the issue persists the programmer will be returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.